Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion, medical device problem code), h11 a getinge field service engineer was dispatched to the site to evaluate the unit. Upon arrival, he confirmed power failure errors 13 and 64. He replaced the pcb exce processor board and completed pm including all functional and safety tests as per manufacturer specifications.the failure analysis and testing department received the exe processor board with a reported unit failure of a defective board. The fat dept. Performed a visual inspection using a naked eye and a microscope and found white residue saline spill on the received part as illustrated in the attached pictures. Due to the saline spill on the exe processor pcba, it cannot be installed and investigated any further by fat dept. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Other contact person: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during the recall the cardiosave intra-aortic balloon pump(iabp) device had a power failure errors 13 and 64. There was no patient involved.